Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a microcatheter. During the procedure the smart coil would not advance through the microcatheter. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 09/08/2021: 1. Section b. Box 5. Describe event or problem. It was previously understood that the issue occurred while in use in the patient. However, based on the updated information, the issue occurred during preparation. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event. H3 other text : placeholder.

Event description:
During preparation for a coil embolization procedure, a penumbra smart coil (smart coil) would not advance within its introducer sheath. The issue with the smart coil was found prior to use, therefore, the smart coil was not used in the procedure. The procedure was completed using another smart coil.